Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-9597-10 was received for investigation. Visual evaluation found that a reamer is stuck within the device. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces. Refer to investigation photos #1-2.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9597-10 reamer sleeve, and a ar-9676 reamer became bound. This occurred during an unknown case when the devices became bound together, and would not spin. There was no patient effect reported.